Event description:
Patient implanted on (B)(6) 2012. (B)(6) 2012 - chest xray showed bend relief connected. During transplant/explant it was noted that bend relief was disconnected and rubbing on outflow graft. Patient asymptomatic prior to explant.